Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient experienced multiple low speed advisory and replace system controller alarms on (B)(6) 2015 while supported by a power module. The system controller log file confirmed a period of reduced pump speeds associated with yellow wrench alarms and low speed hazard and low flow hazard alarms. The system controller was exchanged. The patient later experienced a driveline fault alarm at home while supported by the power module. The alarm resolved when the patient switched to battery support. The system controller log file revealed multiple pump stoppages and low speed hazard alarms. The driveline was evaluated by the manufacturer's technical services representative for breaks and none were found. X-ray images of the driveline appeared unremarkable; however, the alarms were able to be reproduced in the clinic with patient movement. A pump stop occurred shortly after the evaluation and the decision was made to exchange the pump. The patient received a pump exchange on 11/06/2015. The patient was asymptomatic during the events.

Manufacturer narrative:
Damage to the internal portion of the driveline was confirmed. Visual inspection of the driveline confirmed that the insulation of the red wire was breached approximately 4 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive movement of the driveline in this location. The red wire redundantly supports motor phase 3. If the exposed conductors contacted the braided shield while the device was supported by the power module, the resulting electrical short to ground would have resulted in the reported red heart alarms. Examination of the returned device upon disassembly also revealed thrombus formations on the distal side of the inlet stator surrounding the inlet bearing cup and ball and on the proximal side of the outlet stator between the outlet bearing ball and the stator blades. The depositions lacked laminated layering and denaturation and no contact marks were found on the distal of the rotor. The deposition¿s lack of laminated layering between the outlet bearing ball and stator blades indicates that it did not initially form in outlet stator. A specific cause for the formation of the observed depositions could not be conclusively determined. The disassembled pump¿s bearing, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.